Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A 2088tc, (B)(4). Review of quality records. Analysis was normal. No anomaly found.